Manufacturer narrative:
(B)(4).

Event description:
It was reported, that signal loss occurred. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. Nordic bluetooth pairing test was performed and passed. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d9: date device returned ¿ additional d9: device returned to MFR ¿ additional g3: date received by manufacturer ¿ additional h2: additional information /device evaluation h3: device evaluated by manufacturer ¿ additional h6: event problem and evaluation codes ¿ additional.